Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had the device implanted in 2005 and ultimately had it explanted in 2017. The hcp stated that the patient experienced shocking, which they addressed and treated for many years. No further complications were reported or anticipated. Indication for use is unknown.